Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that phacoemulsification lines had air in them and continue to have air, caused difficult visualization during cataract surgery (with intraocular lens implant). There was low aspiration, occlusion tones were heard, and system message was heard. The procedure was completed on same day by replacing the product with new handpiece and tubing. There was no information reported about patient impact. This report pertains to cassette involved in this reported event.